Manufacturer narrative:
The device was received for evaluation without a pouch and an evaluation is complete. A visual inspection was performed with the naked eye and found an unknown cap on the patient line connector. Functional testing was performed which included an underwater pressure test. This unknown cap is likely belonging to transfer set 5c4483 which was used by the patient. As such, the unknown cap is not likely to be present in the set before the pouch was open. Sample analysis did not identify nonconforming product. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was another type of cap (minicap) instead of a pull ring cap at the patient line of a homechoice automated pd set with cassette. This event was observed during set-up. There was no patient injury or medical intervention associated with this event. No additional information is available.